Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injury to herself"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injury to herself"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right occlusion only'), perforation ('perforated essure coil / patent tube.') And embedded device ('essure coil embedded in the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed and underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted in dates of removal ; in previous follow up it was reported as 11may2017. She received treatment for dysmenorrhea, menorrhagia, dyspareunia, pelvic and abdominal pain: unknown. She received treatment for migration . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test (unspecified test) : right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right occlusion only'), perforation ('perforated essure coil / patent tube.') And embedded device ('essure coil embedded in the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed and underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted in dates of removal ; in previous follow up it was reported as (B)(6) 2017. She received treatment for dysmenorrhea, menorrhagia, dyspareunia, pelvic and abdominal pain: unknown she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test (unspecified test) : right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: medical record received event "essure coil embedded in the omentum" and perforation was added. Medical history and reporter information were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in dates of removal ; in previous follow up it was reported as (B)(6) 2017. She received treatment for dysmenorrhea, menorrhagia, dyspareunia, pelvic and abdominal pain: unknown. She received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test (unspecified test) : right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: events: medical device removal and event injury replaced with new events: dysmenorrhea, menorrhagia, dyspareunia, pelvic and abdominal pain, migration. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.